Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual inspection, engineering observed eschar buildup on the jaws of the device. During functional testing, the blade stuck on the first activation due to blood and eschar buildup. Blade movement met specifications upon cleaning the jaws as prescribed in the instructions for use (IFU). Engineering determined that eschar buildup in the blade channel prohibited the blade from entering the jaws, which resulted in the inability to actuate and retract the blade. The root cause of a stuck blade is due to eschar buildup in the blade channel of the device. The IFU warns the user that "buildup of eschar can negatively affect sealing and cutting performance" and to "use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Bricker cystectomy - "after approximately 80th activation, when mobilizing the bladder, jaws were stuck closed on tissue because the blade was stuck in forward position. This occurred 2 more times during rest of procedure (at approx. 90th and 95th activation). In each instance the customer was able to force the handle open by either pushing the handle open, or pulling the blade lever forward. Occurred during bloodier part of procedure. After each instance, cleaning the jaws with cycling the blade and wiping with saline soaked gauze helped for a few activations. Customer finished the procedure with same device." Patient status - "no patient injury or illness occurred associated with the complaint event."